Event description:
The device was being utilized on a female pt, age unk, in 2008. The balloon was insufflated to 23 atms and subsequently ruptured. There was no venous rupture. The balloon catheter could not be easily retracted after removal of the sheath. It stuck at the cannulation point. A scalpel was used to enlarge the cannulation site. A hemostat was used to remove the ruptured balloon. The entire balloon was accounted for. The procedure stopped. Hemostasis with a large figure 8 stitch at the expanded cannulations. One gram aneef given in recovery. The procedure was prolonged due to balloon rupture and greater blood loss (20-100cc) was noted. No hospitalization was required.

Manufacturer narrative:
During withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit. Our quality control dept ensures the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied; visually verifies the shaft material is free of bends, kinks and other surface imperfections. Based on the results of our investigation, and that the balloon was inflated beyond the recommended rated burst pressure, this event appears to be procedurally related. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.